Event description:
A tandem mobi cartridge alarm was reported during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer had experienced similar cartridge alarms with consecutive cartridges. Tandem technical support confirmed the alarm and arranged for a pump replacement. Customer is going to reach out to health care provider as they currently have no backup therapy.